Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the tip of the electrode array was partially inserted. Reprogramming attempts were made; however, the issue could not be resolved as the patient experienced facial twitching. It was also noted that the patient did not perceive any sound from the device. Device analysis report attached.